Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that the buttons on her insulin pump is not working. Customer stated she is unable to go to menus. Customer stated the insulin does not have any physical damage. Advised customer that the insulin pump would be replaced. No further information provided.

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. The insulin pump was received with minor scratches on the display window, cracked case at a display window corner, cracked reservoir tube lip and cracked belt clip slot.